Event description:
Analysis of the patient's implantable pulse generator (ipg) database download revealed the battery depleted from a full charge of four volts to hibernation from (B)(6) 2023 to (B)(6) 2023. The depletion was not consistent with standard depletion rate when an ipg is off. However, the patient was able to charge, and no further action was taken.